Event description:
Device has been explanted.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified, underweight, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified, sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of opening device assessed, as a surgical impact opening, for the non-penetrating nicks in the shell.

Manufacturer narrative:
Initial reporter name and address:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a suspicion of rupture of the right side device. Device remains implanted.